Event description:
Customer reported: "removing fluid even when it was set to zero fluid removal." Both setup nurse and acute dialysis manager indicated that there was no adverse event related to the removal of too much fluid. The pt was removed from this machine and placed on another. Pt is fine.